Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin shoots out when priming and had received an error and they can not rewind. The customer¿s blood glucose was unknown at the time of incident. The customer also reported that screen was cracked and insulin pump rejects new battery and grinding noise during rewind. The customer also reported that insulin pump had locked. The insulin pump will not be returned for analysis.